Event description:
Note: this report pertains to two cre pro gi wireguided dilation balloons and two alliance inflation syringes used during the same patient and procedure. It was reported to boston scientific corporation that two cre pro gi wireguided dilation balloons and two alliance inflation syringes were used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon seemed to be inflated on the fluoroscopy; however, the needle of the syringe did not move at all . Reportedly, a second cre pro gi wireguided dilation balloon was used but the issue was not resolved. Then, a second alliance inflation syringe was used but the issue was still not resolved. The procedure was not able to be completed as another balloon device was not available for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block e1: initial reporter facility name: (B)(6). Block h6: device code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: visual examination of the returned complaint device found that the balloon portion was detached from the device and not returned. No damage was found on the catheter of the device. This failure is possible from interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the found problem of balloon detachment during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two cre pro gi wireguided dilation balloons and two alliance inflation syringes used during the same patient and procedure. It was reported to boston scientific corporation that two cre pro gi wireguided dilation balloons and two alliance inflation syringes were used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon seemed to be inflated on the fluoroscopy; however, the needle of the syringe did not move at all . Reportedly, a second cre pro gi wireguided dilation balloon was used but the issue was not resolved. Then, a second alliance inflation syringe was used but the issue was still not resolved. The procedure was not able to be completed as another balloon device was not available for use. There were no patient complications reported as a result of this event.